Event description:
It was reported that the customer's reservoir repeatedly could not be filled with insulin, but that after a fifth attempt the reservoir was filled. It was also reported that there were air bubbles in the reservoir. The reservoir will be returned for analysis. The customer's blood glucose values were unknown. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.